Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. No intervention was reported. The patient was fine and would be monitored.